Event description:
The following has been reported: nurse reported : nurse went to program pump with magnesium sulfate. Pump said tubing would not load. Rn took tubing out of pump and noted it was leaking possibly at the bottom sides of the cassette. - patient injury : no. - medical intervention required : no. - stopped active infusion : no. - type : leak. - occurred : during setup on the primary line. - drug used : magnesium sulfate. - action taken : new set up . The affected lot is one of those 2- fa24j21246 or fa24j14019. A preliminary review of the logs identified the following issue: administration set leak (external part). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One sample of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil corresponded to the specific code set-0032-25. Primary line infusion was tested with a set rate of 0.5ml/hr and set volume of 0.1ml and primary line was connected to a saline solution bag. Alarm "tubing set problem " was in the ivenix lvp display. It was not possible to complete the priming process, and it did not pass successfully. Microscopic examination revealed that the edge of the diaphragm was not properly positioned and was displaced towards the flat area of the diaphragm. Therefore, it was observed that the diaphragm was displaced. An underwater leak test was performed to verify the liquid and air side areas of cassette, and bubbles were observed coming from the unit. A dye test was performed, and a leak path was observed that runs along the entire edge of the seal, and the leak was located at the vent hole near the outlet valve. The customer complaint was confirmed. The potential root cause could be related to a misplaced diaphragm which resulted in a leak when the diaphragm was actuated by the valve pins in the pump. The current process controls detection include 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections.